Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump was responding ¿very slowly to the command ¿restart¿¿ after uploading the pump history to "diasend". The reporter also noted that they were concerned that ¿there could be other problems¿ with the pump. The alleged issue of the pump restarting slowly after uploading the history is one of inconvenience and should have no effect on insulin delivery function. There is no indication that the product issue caused or contributed to an adverse event. The alleged issue of the pump restarting slowly after uploading the history is one of inconvenience and should have no effect on insulin delivery function. This complaint is being reported based on the allegation of non-specific ¿other problems¿ with the pump.

Manufacturer narrative:
Follow-up #1: date of submission 06/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/13/2015 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on 03/09/2015 at 6:47pm. A suspend was observed in the black box. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump was suspended during diasend download and was resumed without any delays. The pump¿s suspend/resume feature was found to be operating correctly. The keypad buttons were tested and all were found to be responding properly. No errors, alarms, or warnings occurring during investigation. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).